Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of fractured abutment was confirmed. Visual inspection identified that the abutment has plaque inside the broach, there is no wear at the coronal surfaces. The abutment broke at the post minor thread. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was not completed for the reported device as lot was not known. A complaint history review was not completed for the reported device as lot was not known. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown.

Event description:
Doctor reports that patient presented with fractured locator abutment iloa003. The broken piece was retrieved and the locator abutment was replaced. Tooth site #6.